Manufacturer narrative:
(B)(4). Batch unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Unsure. If yes, was the staple line complete? No. Stapling function did not finish. Did the device cut? No, d/t the staple function not completing. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. Was there any difficulty opening the device? No, not after reversal of device. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a.

Event description:
It was reported that during a robtic-assisted, left partial hepatectomy segments 2 & 3 cholecystectomy, the echelon flex powered plus long articulating endoscopic 60mm linear cutter malfunctioned/jammed during the procedure while inside the patient. There were no patient consequences reported.